Event description:
When attempting to mix vial of kcentra according to package instructions, the mix2vial transfer set did not function properly. The diluent was not immediately transferred upon assembly. Pharmacy staff withdrew the diluent volume via needle and syringe, and manually added diluent to vial. Device malfunction led to delay in therapy. Diagnosis or reason for use: life threatening, bleeding anticoagulation.